Event description:
Very limited information is available about this event. The physician was performing an upper endoscopy and attempted to launch a bravo capsule. However, the device would not launch. The staff obtained another device from the same manufacturer and the physician was able to launch the capsule without any difficulty. There was no patient harm with this event. The equipment distribution manager notified the manufacturer. The device was returned to the manufacturer for inspection and analysis. We are awaiting their findings.